Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance which indicated that the lead conductors were intact. Visual inspection revealed no anomalies and the lead tip appear normal.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. The lead was never in service. No adverse patient effects were reported.